Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date. During the procedure, while the clip was in the operator channel of the endoscope, the physician had it opened and without being touched, the clip half-released by itself. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.